Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead exhibited a failure to capture and a failure to sense. The atrial lead was suspected to be dislodged. The atrial lead was explanted and replaced. There were no patient consequences.